Event description:
Tissue expander had a pinhole that leaked saline into her body. She has nausea, diarrhea, burning, heartburn, and bloated stomach. The tissue expander was implanted 9/93, the complainant started experiencing these symptoms 5/15-17/94.